Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl; cause was not known. Food and soda were consumed to address bg. Customer did not upload pump data for tandem technical support (cts) to review for a possible cause of low bg. Customer also reported a bg of 343 mg/dl; cause was not known. Bolus was delivered to address bg. Customer reported pump was miscalculating the correction bolus. How ever review of the pump settings with cts found that the carbohydrate ratio setting was set to 1 unit: 1.4 grams instead of 1 unit: 14 grams. Cts assisted the customer with correcting the setting.